Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life of pump and transmitter, change sensor alert. The customer reported red rashes. The event involved product(s) mmt-1880, mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1880, mmt-7841zn, mmt-1884 were requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The p- cap locks properly in place in the reservoir compartment noted. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 3.0 received the lowbatteryalert (104) on 05/11/2025 09:02:00 after more than 7 days at 16.93 days. Battery cycle 2.0 received the lowbatteryalert (104) on 04/24/2025 10:34:00 after more than 7 days at 13.53 days. Pump passed self test, active current measurement and sleep current test. No unexpected alarms during testing. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. Pump received with cracked keypad overlay at select button, scratched case and cracked belt clip rails. In conclusion, customer alleged for charge/battery lasts less than expected was not confirmed in the pump history. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.